Event description:
It was reported that during a hals colectomy procedure, surgeon said the disc keeps tearing. The rep followed up with the surgeon and found out that he had used metal retractors and barely any lube. Seemed the surgeon needed a refresher in-service more than the product was defective. No patient consequences. One device returning.